Event description:
It was reported that two xience v stents were implanted in the mid left anterior descending artery (mlad) on (B)(6) 2010, to treat in-stent restenosis of a non-abbott bare metal stent. On (B)(6) 2010, the patient was rehospitalized for angina and dyspnea and was found to have in-stent restenosis in the mlad. A non-abbott stent was deployed as treatment. There was no adverse patient sequela reported. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and re-stenosis are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.